Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: at the removal of the construct, the locking caps did not loosen. The operator needed to sever and milled around the rod so the screw could be removed from the construct. There was a significant prolongation of the operation time. The me was necessary because the consisting instrumentation had to be extended and the screws were replaced by augmentable screws; competitor screws were used. The patient was postoperatively surprisingly well. The implant and explant date and levels are unknown. This complaint is on the locking cap. This is 4 of 10 reports for this complaint.

Manufacturer narrative:
This device used for treatment and not diagnosis. Mnh, mni, kwq, kwp. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
A product development event evaluation states that a visual and a functional test were performed on the screws that are still connected with the rods. To improve torque transmission and reduce the risk of stripping the t25 interface of the locking cap, the recommend use of the straight tip t25 screwdriver shaft for final tightening and for locking cap removal. However, it is not clear if any other circumstances could have prevented the correct removal of the locking caps. No fault could be found regarding the manufacturing process. The conclusion of this investigation is indeterminate. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.